Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. System logs were not available for review.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was located in the left lower lobe and was about 1.4 centimeters in size. C-arm fluoroscopy was used for intra-procedural imaging, and ultrasound bronchoscopy (ebus) was used to perform staging outside of the ion procedure. The biopsy results identified malignant adenocarcinoma. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.